Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that 1/3 of the pump touchscreen was green. Reportedly, the display issue did not block any graphics or text. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was reset and the issue was resolved. Customer continued to use the pump for insulin therapy.